Event description:
It was reported that the patient underwent a revision surgery of his ultrex penile prosthesis. The cylinder layers were torn and tissue growth on the surface of the implant. It is unknown if the tissue growth affected the functionality of the device. All components were removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event.

Manufacturer narrative:
B5 description of event or problem updated based on additional information.

Event description:
It was reported that the patient underwent a revision surgery of his ultrex penile prosthesis. The device was totally shredded and there was internal tissue growth. All components were removed and replaced with an inflatable penile prosthesis (ipp). No patient complications were reported in relation to this event.